Manufacturer narrative:
Pump received with cracked and bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked and bleeding lcd. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, detached end cap and cracked battery tube threads.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had cracked case and the display was broken. The customer's blood glucose level was reported to be 135mg/dl. It was reported that the pump would be replaced.